Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial fibrillation with rapid ventricular response at 166 bpm contributed to the false detection. The pt resides in a skilled nursing facility and was lying in ben when at the time of the event. The pt was conscious at the time of the event. A review of the downloaded data confirms that the response buttons were pressed intermittently during the entire event. The pt remained in the skilled nursing facility after the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in a skilled nursing facility following the event and will continue wearing he lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4), 07/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).